Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and the mesh was implanted. In 2016, the patient began experiencing a recurrent stress incontinence and it was made a decision for re-operation. During cystoscopy, it was noted, that the initial mesh had eroded into the urethra and the patient underwent a removal of mesh segment . No further information is available.

Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure - notes for index procedure destroyed ¿ age of patient at time of initial procedure was (B)(6); weight at time of procedure unknown, but was (B)(6) in 2016. Bmi was (B)(6) in 2016. Date of initial procedure? - (B)(6) 2008. The diagnosis and indication for the initial surgical procedure? - notes unavailable, but from later references, indication was urodynamically-proven stress incontinence. What were current symptoms following the index surgical procedure? - patient was asymptomatic following the index procedure, until 2016, when stress incontinence re-started. Onset date? - early 2016. Other relevant patient history/concomitant medications - none. Product code and lot number? - unknown as original notes destroyed. The initial approach for the index surgical procedure? - no notes, but assumed to be standard retropubic gynaecare tvt insertion, as this was the implant always used at that time. Any concurrent procedure/device implantation? - no. Were there any intra-operative complications? - notes destroyed, so unsure, but no suggestion of any from more recent notes. When was the mesh exposure first noted by a physician? - (B)(6) 2016. Mesh exposure site/location, symptoms and diagnostic confirmation? - mesh erosion into urethra. What is the patient¿s current status? - awaiting surgery to remove the mesh.